Event description:
It was reported that the electrode in the wand failed during the surgery. It did not ablate the tissue properly. Minor delay was reported, no patient injuries were reported. The procedure was completed with a competitor device.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination and scratch/scuff marks on the return electrode and spacer. The electrode is detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated in saline solution using a known good controller. It was tried to activate the eic device in saline solution on ablate- and coag mode and the device could not create plasma due to the missing electrode. The saline line was tested on a saline bag and performed fluently as intended. The suction line injects the saline from two openings at distal end cause of the detached electrode. The complaint was verified, however the electrode at distal end is detached and the root cause could not be determined with certainty. The issue was probably caused by not adhering the recommended suction pressure for standard surgical suction. Clogging of the device suction is typically caused by large, ablated tissue remnants causing a damaged tip of the device. The IFU provides a handling guidance. There were no indications to suggest the device did not meet product specifications upon release into distribution.